Event description:
It was reported the patient is having issues with her scs ipg charger. Troubleshooting over the phone with the patient indicates the charger is not locating the ipg. The patient programmer displays a communication error. Follow-up identified a replacement charger sent to the patient did not resolve the issue. A sjm representative met with the patient and confirmed the patient's scs ipg battery is depleted. Additional follow-up identified the patient had her ipg explanted and replaced with a new one. Effective stimulation therapy was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.